Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a diabetes clinical manager that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 33-40 mg/dl at the time of the incident. The customer was at 168 m/dl and they ate 45 grams of carbs and bloused 5 units. They changed their infusion set and their level was 123 mg/dl. Five minutes later they started seizing and their levels had dropped to 33 mg/dl. The customer experienced symptoms such as seizure. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer was unavailable at the time of the call. The caller also reported that the customer's bayer meter was not in alignment with the customer's other meters. The insulin pump will not be returned for analysis.